Event description:
The patient presented in the emergency room due to atrioventricular block and bradycardia. Upon investigation, the device was found to no longer be providing pacing, was unable to elicit a magnet response, and was unable to be interrogated via inductive telemetry. A temporary pacemaker was placed, and the device was later explanted and replaced to resolve the event. The patient was in stable condition.